Event description:
Initial caller informed advanced sterilization product that a health care professional at a gyn office used enzol while soaking and cleaning speculums. The health care professional experienced tongue swelling, shortness of breath, headaces and dizziness which she attributes to working with enzol enviroment, and a follow up phone conversation indicates no further issues. The initial reporter states that "now they are not sure that the particular employee is allergic to enzol".